Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout, the allen wrench would not engage the setscrew for the right ventricular lead on the new device. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.